Manufacturer narrative:
The following devices were also listed in this report: triathlon p/a ps beaded #7r; 5516f702 ; brc4n. Tri ts baseplate size 7; 5521-b-700 ; eda7oa. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted triathlon femoral component with nothing remarkable to report. Dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot and there have been 2 other similar events for the sterile lot referenced. A review of both the sterilization data and microbiology data was performed for this sterile lot commonality. It was identified that the sterilization data was within specification and no microbiology excursions were noted for this lot and as such no further review is required. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance to applicable iso standards. A microbiological assessment was completed and concluded: conclusion: due to the nature of the organisms isolated ¿ susceptible to various modes of sterilisation - and specifically the sterilisation methodology employed by stryker, it is not probable that staphylococcus species could have originated from the implants. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that a stage 1 revision on a right mako knee implanted (B)(6) 2020 was performed due to a staph infection. All components were removed and implants used as a spacer were placed. Rep provided primary and revision usage and a picture of the explants, and confirmed that no further information will be released by the hospital or surgeon.